Manufacturer narrative:
The complaint is confirmed. Device was received: ar-3632sp batch 12880859, unpackaged. Observation revealed that the shaft was bent near the distal tip. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
On 11/15/2021, it was reported by a sales representative via email that an ar-3632sp self-punching fibertak bent to one side, near the flat top of the inserter. Surgeon removed anchor, straightened the inserter, and with a mallet reattempted insertion of the anchor but it bent again. Concerned that the metal fibertak inserter may break inside he patient's shoulder, surgeon removed the anchor and used a new fibertak to complete the case successfully. Patient was not affected.